Event description:
Further follow up information received reported that the patient was doing well and getting good therapy coverage. If additional information is received, a follow up report will be sent.

Event description:
Follow up information confirmed that the lead component of the implantable neurostimulator (ins) system had migrated and was replaced (note: the manufacturer¿s device registry showed the entire ins system was replaced). It was noted that the patient had not yet been programmed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing stimulation in the "wrong location." It was noted that the stimulation was being experienced in the ribs and abdomen instead of the lower mid back. It was further noted that an x-ray did not indicate that the "lead had moved up." It was also noted that the "representative will get lateral x-ray." It was noted that impedances were checked and appeared "good." It was further noted that reprograming was tried but was unable to "get good stimulation location." It was noted that the "lead may have moved." Additional information reported that the patient was in the process of scheduling a revision. It was noted that an x-ray confirmed upward migration.

Manufacturer narrative:
Product ID: 3888-33, lot# v611146, implanted: (B)(6) 2011, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer. Patient product ID: 3888-33, lot# v611146, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot# v611146, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3888-33, lot# v611146, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead.

Event description:
Follow up reported, the patient saw the doctor for a paddle lead. It was noted, the representative had not been ¿sent a date.¿ it was unclear whether or not the lead had been replaced.

Event description:
Additional information indicated that the patient was scheduled for (B)(6) 2013, for the appointment with the hcp (healthcare professional).